Manufacturer narrative:
Visual inspection of the autopulse platform (sn (B)(4)) found damage on the top cover, encoder cover, and battery compartment, confirming the customer reported event. The autopulse platform is a reusable device and was manufactured on 27 sep 2006. It has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. As part of routine service during testing, the platform was functionally tested and displayed a user advisory (ua) 41 (patient temperature sensor failure) error message during initial power up. The ua 41 error message is due to a defective temperature sensor. Additionally, unrelated to the ua 41 error message, examination of the driveshaft found that it was exhibiting binding and resistance. A clutch plate deburring is required to remedy the issue. These observations are unrelated to the physical damage observed during visual inspection. After replacement of the damaged parts and the temperature sensor, the clutch plate will be deburred. The device will be further tested to full specification. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
Routine inspection of the autopulse platform (sn (B)(4)) revealed physical damage during visual examination. The platform was functionally tested and displayed a user advisory (ua) 41 (patient temperature sensor failure) error message during initial power up. The issue was observed during device evaluation. No patient was involved with this event.